Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. The following sections have been updated: a3: patient sex. B3: date of the event. B4: date of this report. B5:describe event or problem. B7:additional text. G7: type of report, follow-up number h2: follow up type. H6: evaluation codes. H10: additional narrative.

Event description:
It was reported screw fracture. Fractured part was correctly removed from the implant. A new screw was placed in the crown on (B)(6) 2020.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. Email address unknown / not provided. Occupation unknown / not provided.

Event description:
It was reported screw fracture. Fractured part was correctly removed from the implant.